Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the suspend feature of the insulin pump does not work. Blood glucose level at the time of incident was not provided. Customer stated they suspended the device but they still noticed a puddle of insulin. Self test and displacement test were completed and passed back in july. No further troubleshooting was performed. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.